Event description:
It was reported that the customer had a failed battery test and a battery out limit alarm. Customer put in another brand new battery and it is still beeping. Customer's blood glucose level was 147 mg/dl. Customer stated that a temp basal was not programmed before the alarm. It was explained that this is normal pump behavior. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer was advised to monitor the pump. Troubleshooting was performed and customer did not receive a failed battery test. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Pump also passed self test. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.